Manufacturer narrative:
This event is being reported in a conservative manner, due to the proximity of the patient's death to the date of implantation. The manufacturer is presently following up to determine the possible relationship of the event to the device. Device disposition not presently known.

Event description:
A carboseal valsalva ascending aortic prosthesis was implanted on (B)(6) 2017. The patient passed away on (B)(6) 2018.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer was unable to obtain additional information about this event, and did not receive the device for analysis. The root cause of the event therefore cannot be determined. Based on the information available to date, there is no known link between the event and the device. The event was reported in a conservative manner.